Event description:
It was reported via legal notification that approximately 73 months after a right total shoulder replacement procedure, the male patient underwent a revision procedure, followed by a second revision procedure approximately 46 months post-index. Approximately 13 months later, radiographic evidence indicated early loosening of the screws of the glue interface of their proximal shaft. A third revision procedure had not been performed at the time of legal notification. The patient has incurred and will continue to incur medical and related expenses and has suffered and will continue to suffer diminished capacity for the enjoyment of life, a diminished quality of life, pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, lost earnings, and wages, lost earning potential, and other cognizable losses and damages. No images or x-rays were provided. No additional information is available.

Manufacturer narrative:
D10: 306-02-10 - equinoxe humeral long stem 10mm 200mm - (B)(6), 320-08-42 - glenosphere exp 42mm +4mm offset - (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 - (B)(6), 320-42-13 - 145-deg pe 42mm const hum liner +2.5 - (B)(6), 320-15-05 - eq rev locking screw - (B)(6), 320-20-00 - eq reverse torque defining screw kit - (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm - (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h1, h6. MDR section codes updated/corrected: b, f. The revision reported in may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d6b. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.